Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user's parents noticed a decrease in the user's response to sound. No trauma, injury or degradation of health was reported. Reimplantation is considered.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode as might be caused by an external mechanical impact appears likely. However to determine an exact root cause a device investigation of the explanted device is necessary. No information about a possible re-implantation date is available yet.

Event description:
The user's parents noticed a decrease in the user's response to sound.no trauma, injury or degradation of health was reported. Re-implantation is considered but has not yet been scheduled.

Event description:
The user's parents noticed a decrease in the user's response to sound. No trauma, injury or degradation of health was reported. The device has been explanted.

Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The problems given in the recipient report appear to match the damage found. This is a final report.